Event description:
Pt admitted to hosp for removal and replacement of bilateral silicone gel breast implants secondary to rupture of right breast implant. At the time of surgery, the left sided breast implant was also ruptured. All gross silicone was removed from the implant pockets of both breast. Implants were originally placed 15 yrs ago.